Manufacturer narrative:
Additional manufacturer narrative: suture looping may occur during a mitral valve replacement (on occasion, with aortic/tricuspid valves) due to a surgeon inadvertently looping a suture over the commissural posts. This is not a result of product malfunction; however, this may require re-intervention or exchange of the device. In this case, the issue appeared to be a looped suture around one of the leaflets that inhibited function of that specific leaflet. The other two leaflets appeared to be functioning well. As reported, based on the echo assessment and flow characteristics, the surgical team felt that the valve did not fail. The root cause of this event cannot be conclusively determined. However, the event in this case was most likely due to procedural related factors. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of nine (9) months due to severe tricuspid regurgitation. As reported, based on the echo assessment and flow characteristics, the surgical team felt that the valve did not fail. The issue appeared to be a looped suture around one of the leaflets that inhibited function of that specific leaflet. The other two leaflets appeared to be functioning well. The procedure was successfully performed with a 29mm 9600tfx transcatheter valve and no tricuspid regurgitation was observed after implant. The patient tolerated the procedure well and was transferred to the pacu for recovery. The patient was discharged home on pod #3. Per the initial tvr medical records: the 27mm 7300tfx valve was implanted and tee demonstrated a normal functioning bioprosthetic valve with no pvl. The patient demonstrated coagulopathic bleeding and received blood products. The patient was transferred to the cvicu in critical but stable condition. The patient was discharged on pod #11 in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation) the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: corrected section h6 (component codes, investigation findings, investigation conclusions).

Manufacturer narrative:
H11: corrected data: corrected section h6 (investigation conclusions).